Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge was not detected on the bus. A field service engineer performed proper fridge shut down and reboot process. After process complete fridge recovered successfully in application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system smart remote fridge was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.